Event description:
It was reported that the clinician went to use the remote monitor for the patient, however it was not working. The caller opened the battery door and found that the batteries were corroded all over the inside of the battery compartment. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).